Event description:
It was reported that the plastic collar is broken. There was no patient involvement.

Manufacturer narrative:
Correction: disregard file ( after further review the suspect set is actually an associate set)

Manufacturer narrative:
Concomitant medical products: (5)2000e;c25013e, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the plastic collar is broken. There was no patient involvement.